Event description:
On 12/5/2022 it was reported by a sales representative via email that a ar-1588btb-2j tightrope bridge had severed at the button while tensioning the wheel. While performing an acl repair, the surgeon noticed a lack of tension in the tightrope roll wheel. The surgeon dissected to the button and visualized that the tightrope had severed. The procedure was resolved by passing the suture through the button again, tying them over the button and utilizing that for femoral fixation. This was discovered during an acl repair on (B)(6) 2022 with no patient harm. Additional information received 12/7/22: the break occurred during implantation, all pieces were utilized in the bail out recovery of the procedure. Additional information received 12/8/22: the procedure occurred on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation. Additional information received indicates the break occurred during implantation, all pieces were utilized in the bail out recovery of the procedure. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.